Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: punctured tubes'), uterine haemorrhage ('abnormal uterine bleeding') and adnexal torsion ('ovaries were wrapped around tubes') in an adult female patient who had essure (batch no. 787230) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, dysfunctional uterine bleeding, pap smear abnormal, hypertension, uterine leiomyoma, chronic cervicitis, adenomyosis and uterine enlargement. Concomitant products included atenolol. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), adnexal torsion (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), urticaria ("hives"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), allergy to metals ("nickel allergy / allergies to the metal"), pelvic pain ("pelvic pain"), abdominal pain ("left side abdominal pain / umbilical area pain") and menorrhagia ("excessive periods") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy, unilateral oopherectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine haemorrhage, adnexal torsion, vaginal haemorrhage, urticaria, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, allergy to metals, menorrhagia and uterine leiomyoma outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, adnexal torsion, allergy to metals, alopecia, bladder disorder, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urticaria, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 200 lbs. Trailing coils- 4 coils on right. 1 coil on left. Patient underwent essure confirmation test. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 30.7 kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-jun-2019: quality safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of essure device location of device: punctured tubes'), uterine haemorrhage ('abnormal uterine bleeding') and adnexal torsion ('ovaries were wrapped around tubes') in an adult female patient who had essure (batch no. 787230) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity, dysfunctional uterine bleeding, pap smear abnormal, hypertension, uterine leiomyoma, chronic cervicitis, adenomyosis and uterine enlargement. Concomitant products included atenolol. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criterion medically significant), adnexal torsion (seriousness criterion medically significant), vaginal haemorrhage ("vaginal bleeding"), urticaria ("hives"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems or changes"), migraine ("migraines"), headache ("headaches"), nausea ("nausea"), tooth disorder ("dental problems"), dyspareunia ("dyspareunia (painful sexual intercourse)"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), alopecia ("hair loss"), allergy to metals ("nickel allergy / allergies to the metal"), pelvic pain ("pelvic pain"), abdominal pain ("left side abdominal pain / umbilical area pain") and menorrhagia ("excessive periods") and was found to have weight increased ("weight gain") and uterine leiomyoma ("fibroids"). The patient was treated with surgery (hysterectomy with unilateral salpingectomy, unilateral oophorectomy). Essure was removed on (B)(6) 2018. At the time of the report, the fallopian tube perforation, uterine haemorrhage, adnexal torsion, vaginal haemorrhage, urticaria, bladder disorder, urinary tract disorder, migraine, headache, nausea, tooth disorder, dyspareunia, vaginal discharge, fatigue, weight increased, alopecia, allergy to metals, menorrhagia and uterine leiomyoma outcome was unknown and the pelvic pain and abdominal pain was resolving. The reporter considered abdominal pain, adnexal torsion, allergy to metals, alopecia, bladder disorder, dyspareunia, fallopian tube perforation, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract disorder, urticaria, uterine haemorrhage, uterine leiomyoma, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Trailing coils- 4 coils on right. 1 coil on left. Patient underwent essure confirmation test . Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs and mr received- previously reported event "injury to herself " updated to "vaginal bleeding", events- "abnormal uterine bleeding, hives, bladder problems, urinary problems or changes, migraines, headaches, migration of essure device location of device: punctured tubes, nausea, dental problems,dyspareunia (painful sexual intercourse), vaginal discharge, fatigue, weight gain, hair loss, nickel allergy, pelvic pain, left side abdominal pain / umbilical area pain, excessive periods, fibroids, ovaries were wrapped around tubes", reporter, medical history, lot number, concomitant drug added. Events- "left side abdominal pain / umbilical area pain, pelvic pain " outcome updated to "recovering / resolving". Incident. We received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.